Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that hazy vitreous and retinal hemorrhage, which looked like endophthalmitis, occurred (B)(6) 2015, in the eye of a female patient after an intraocular lens, model ar40e, was implanted. A vitrectomy procedure was conducted at another hospital, the date is unknown; was not provided. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer; the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. No environmental action or alert were found for the production order that could lead to this complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, sterilization review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.